Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during embolization of an aneurysm on the left renal artery, the implant coil did not detach. When the physician attempted to withdraw the device, the implant coil detached in the proper position within the aneurysm. There was no reported intervention or patient injury.